Event description:
The turnpike catheter was advanced into the coronary anatomy. The tip felt resistance and when tried to remove a piece of the tip of the catheter came off and remained in the coronary artery. A stent was later placed to entrap the piece of catheter against the wall of the artery.